Event description:
A report was received stating that during a trial lead implant procedure, the patient's dura was punctured. The leads were left implanted. The surgeon administered a blood patch. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.